Manufacturer narrative:
Based on the limited information available at this time, no definitive conclusions can be made. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant op report and implant tracking log only. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on medical records provided by the patient's attorney: on (B)(6) 2011 - the patient was diagnosed with pelvic prolapse, cystocele, vaginal vault prolapse and underwent a percutaneous universal laparoscopic left transvaginal cystocele repair with the implant of a bard/davol flat mesh and implant of a non bard/davol suburethral sling. Per the implant operative report, "placing sutures along the tendinous arc of 0 ethibond beginning near the ischial spine and extending distally placed 3 sutures on each side. A piece of polypropylene mesh (bard flat mesh) about 4 cm wide and about 10 cm long was secured proximally cutting out a little bit for the cervix." Attorney alleges unspecified adverse patient outcomes associated with use of device.